Event description:
It was reported that patient has had an increase in seizures. His battery is reported to be low and the patient has had a medication increase to treat the event. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received indicating that patient had a prophylactic battery replacement. The explant facility had reported that the device was discarded. No other relevant information has been received to date.